Manufacturer narrative:
The field service engineer (fse) evaluated the device and found the o2 hose connection to be leaking. The fse replaced the o2 hose and the issue resolved. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. Due to no part returning for failure investigation the root cause of the reported issue could not be determined.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device cannot support oxygen. No patient involvement reported.